Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Customer's other blood glucose value was 416 mg/dl. The customer experienced symptoms such as nausea and vomiting and abdominal pain and difficulty in breathing. The customer was treated with bolus. Based on customer report customer does not allege pump was under delivering. The device was expected to be returned for analysis.